Manufacturer narrative:
The rotaflow showed an "error head" on the display when the user tries to increase the speed over 500. The device has been sent to (B)(4) for further investigation. According to the service report the following results are transmitted: troubleshooting, they replaced only the component ic1 on the electrical assembly mc2. After that the device was inspected and all plug connections tested. Functionally test and end test were successfully. There is no error occurred all functions are flawless. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). When the user tries to increase the speed over 500 rpm the drive gives an "error head" alarm. The error happened during start up.